Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the balloon catheter became stuck on the guide wire. The 75% stenosed target lesion was located in the moderately tortuous forearm shunt. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected and advanced to treat the target lesion. During introduction, upon advancing the device it was noted that the balloon catheter became stuck on the guide wire. They were unable to get the balloon catheter from the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned with a guidewire in the guidewire lumen. The catheter was stuck to the guidewire and the guidewire could not be removed. The guidewire lumen was bunched up and locked to the guidewire from 22cm to 22.8cm from the catheter tip. The outer diameter (od) of the guidewire immediately distal to the catheter tip was measured at 0.014 inch. The od of the guidewire immediately proximal to the rx port was measured at 0.015 inch therefore noting a difference in guidewire od. At approximately 8cm to 8.5cm from the catheter tip, dark material was present within the guidewire lumen. In an attempt to identify the restriction, the catheter was dissected using a blade. Firstly, the section of the catheter with the dark material was dissected. Once the inner and outer lumen were cut, the dark material was identified as blood. It was red in colour and flaked when touched with a tweezers. From this analysis, it did not seem likely that the guidewire was restricted at this section. Further proximal, the catheter was dissected at the bunched section. The outer and inner lumen were cut using a blade and the guidewire was eventually freed from the lumen once pulled. From analysis, the guidewire was stuck at this area. The od of the returned guidewire was measured throughout. Up to 37.5cm from the tip, the od was measured at 0.013 inch. From 37.5cm to 109cm from the tip, the od was measured at 0.014 inch. Finally, from 109cm to the proximal end of the guidewire, the od was measured at 0.015 inch. It was on this section of the guidewire that the catheter was stuck. Hypotube kinks were present at various locations along the catheter. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states to 'insert a 0.36 mm (0.014 in) guidewire through the peripheral cutting balloon device guidewire lumen.' Device analysis identified that the returned guidewire used during the procedure had an outer diameter greater than 0.014inch at the point in which the device was stuck. (B)(4).

Event description:
It was reported that the balloon catheter became stuck on the guide wire. The 75% stenosed target lesion was located in the moderately tortuous forearm shunt. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected and advanced to treat the target lesion. During introduction, upon advancing the device it was noted that the balloon catheter became stuck on the guide wire. They were unable to get the balloon catheter from the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.